Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the contact loaded a cartridge with 150 units of insulin, then within an hour the pump displayed a message indicating that the pump was out of insulin. Review of the pump data by tandem's technical support showed that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and the load process. Tandem's technical support explained that the cartridge alarm will zero out the insulin as the cartridge will need to be removed and replaced. Reportedly, the customer's blood glucose (bg) level elevated to 560 mg/dl, which was addressed with a manual injection and by consuming fluids. During the time of the call, contact stated that the customer's bg level had returned to normal range.